Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call by the customer's next of kin that the customer got hospitalized due to covid 19 on (B)(6) 2020 with blood glucose of 455 mg/dl at the time of the incident. The caller did not mention how the customer's high was treated. The caller did not mention any symptoms. The customer was wearing the insulin pump during the incident. The auto mode on the insulin pump was not active and automatically adjusting insulin delivery during the event as the customer was not using a sensor. Troubleshooting was not completed as this was a past event. The customer later passed away on (B)(6) 2020 due to covid 19, after being off the pump for over 48 hours after admission. The insulin pump will not be returned for analysis.